Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, was explanted because the patient was dissatisfied with the outcome of the lens. The lens was replaced with another lens, model zkb00. No further information was provided.

Manufacturer narrative:
Additional information was received about the patient, surgeon, surgery details and patient outcome. The patient was male whose date of birth is (B)(6) 1965. His lens in his right eye was explanted as the patient was dissatisfied because he could not read from the laptop. No incision enlargement, no vitrectomy, no sutures and no post-op injury were reported. Surgery went well. A lens model zkb00 was used as a replacement lens. Age/date of birth: (B)(6) 1965. Sex/gender: male. Initial reporter: name, address, and phone number of the healthcare provider (B)(6). The lens was returned to the manufacturer for evaluation and visual inspection with the unaided eye showed the lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.